Manufacturer narrative:
The distributor reported that their customer reported that their AED would not turn on. The AED was sent to the distributor, who attempted to turn on the device, but the battery pack was depleted and the AED would not power on. The maintenance schedule is not reported. Analysis of the log files found that the AED displayed 'no pad warning' multiple times. The device was unpowered for long periods of time. The customer's failure to promptly address red asi warnings reduced battery life expectancy. The customer was instructed that pads within their expiration date should always be attached. The AED should not flash red or beep. A replacement battery pack was inserted and the AED functioned as designed; AED is ok to remain in service, the customer should continue to monitor the device status. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported that their customer reported that their AED would not turn on. The AED was sent to the distributor, who attempted to turn on the device, but the battery pack was depleted and the AED would not power on. The reported event did not occur during patient use.